Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated by elective replacement indicator. Recommended replacement time indicated in the save to disk was on (B)(6) 2012 with recommended replacement time less than or equal to 2.62 volts. The weekly battery voltage trend data shows battery voltage equal to 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. (B)(4) - the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the battery recommended replacement time triggered possibly due to premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.